Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient was revised due to pain post primary [right] total hip arthroplasty performed at an outside hospital. Revised for suspected stem loosening approximately 1 year following primary total hip arthroplasty. Stem and femoral head were explanted and replaced with stem from [competitor]. Stryker cup and screw was retained. Dual mobility liner was placed."

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision event cannot be confirmed. Loosening of the stem cannot be confirmed although there is some lucency proximally. Additional medical records would be required for confirmation. Root cause: a root cause cannot be determined without additional medical records. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to stem loosening. Clinician review indicated that loosening of the stem cannot be confirmed although there is some lucency proximally. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient was revised due to pain post primary [right] total hip arthroplasty performed at an outside hospital. Revised for suspected stem loosening approximately 1 year following primary total hip arthroplasty. Stem and femoral head were explanted and replaced with stem from [competitor]. Stryker cup and screw was retained. Dual mobility liner was placed."